Manufacturer narrative:
(B)(4).

Event description:
The customer complained of a low erroneous result for 1 patient tested for gluc3 glucose hk on a cobas 6000 c (501) module. The initial gluc3 result was 31.6 mg/dl. This result was reported outside of the laboratory where floor staff questioned it. A new sample was obtained and the gluc3 result was 111.2 mg/dl. Since the re-drawn sample result was normal, the customer repeated the original sample and the result was 108.4 mg/dl. No adverse event occurred. The gluc3 reagent lot number was 31773701 with an expiration date of 31-may-2019. The field service engineer (fse) visited the customer site where a defective gear pump head was identified. The fse replaced the gear pump. Baseline checks were performed. Instrument check test results were within specification. The customer ran calibration and qc with acceptable results. The customer has had no further issues since the service visit.